Manufacturer narrative:
A review the manufacturing batch records for lot 276742 did not uncover any non-conformances. Testing of retention product for the lot when the lot was still within dating was reviewed and the lot met accuracy criteria. It was identified that the discrepant results were obtained in january 2019. Lot 276742 expired in may 2013. The product was expired at the time of testing. Product should not be used beyond expiration. This can result in errors and inaccurate results. Alere has withdrawn the alere inratio®/inratio®2 pt/inr system from the market and is no longer manufacturing alere inratio® test strips and monitors. In addition, all alere inratio® test strips are now expired. Please work with your healthcare provider to transition to an alternative monitoring method, such as a plasma-based laboratory inr method or a point-of-care monitoring system from a different manufacturer.

Manufacturer narrative:
Investigation pending. Alere has withdrawn the alere inratio®/inratio®2 pt/inr system from the market and is no longer manufacturing alere inratio® test strips and monitors. In addition, all alere inratio® test strips are now expired. Customers have been advised to work with their healthcare provider to transition to an alternative monitoring method, such as a plasma-based laboratory inr method or a point-of-care monitoring system from a different manufacturer.

Event description:
On 1/19/2019: pst visited his physicians office. The physician informed the pst about the inratio recall and requested to do a comparison between the inratio and the facilities inr point of care (poc) meter because the inratio is recalled. Inratio = 2.6. Alternate poc meter = 3.1 (brand unknown). No adverse outcomes reported.